Manufacturer narrative:
Patient date of birth/age and weight are unknown. Exact date of symptom onset is unknown. This report is for four (4) unknown locking screws. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date in (B)(6) 2015. The complainant parts are not expected to be returned for manufacturer review/investigation. PMA# unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient returned to the operating room on (B)(6) 2016 due to infection and non-union. The patient had originally sustained a tibial fracture that was treated with the implantation of a tibia plate and four (4) locking screws in (B)(6) 2015. During the revision, all hardware was successfully removed intact and sent for cultures. Depending upon culture results and infection resolution, the patient may be revised to another plate and screws at a later date. In the interim, antibiotic spacers were inserted. The procedure was completed successfully with no reports of delay. The patient's post-operative status was noted to be stable. This report is for four (4) unknown locking screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New information received july 20, 2016 reported that the original implant surgery to treat a fractured tibia was comprised of an unknown intramedullary (im) nail and four locking screws, not an unknown tibia plate and four locking screws. The patient subsequently developed an infected non-union. All hardware (im nail and four locking screws) was removed intact. Antibiotic spacers were implanted. The results of the culture and sensitivity are unknown as of date this information was received.